Event description:
Customer reported difficulty ventilating patient. There was no reported patient injury. Customer stated they have received ge healthcare's urgent medical device recall letter, dated september 2006 (copy attached), and have discarded the affected compact absorbers. No sample could be provided to ge healthcare for investigation.

Manufacturer narrative:
Evaluation: customer reportedly discarded sample; therefore, there was no sample available for investigation.